Manufacturer narrative:
Device technical analysis: upon device return and inspection, analysis of the returned sheath revealed cracks in the stopcock. The condition of the stopcock allowed air ingression and fluid leakage from the stopcock, identifying the defective stopcock as the root cause of the associated allegation. Visual inspection of the sheath revealed a kink near the distal tip of the shaft. This defect was not noted in the complaint summary, indicating that it was not present at the time of the associated complaint. Therefore, the condition likely occurred during storage or transportation of the device.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that farawave catheter used in "flower" configuration, but upon switching to first basket, "cobra" occurred. Catheter was removed from patient and manually reshaped (inverted spline), but cobra continued. After discovery of event, physician recalled that catheter was more difficult to deploy than usual. Faulty catheter was then replaced with one. Fluid leak and visible air was noted in sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned. It was further reported stopcock wasn't functional when aspiration drew air into syringe. Irrigation pump was used for the irrigation of sheath. Excessive bubbles were noted in aspiration syringe. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that a farawave catheter used had issues with deployment and spline inversion. The catheter was then replaced with a new catheter when a fluid leak and visible air was noted in the faradrive sheath. Stopcock wasn't functional when aspiration drew air into syringe. Irrigation pump was used for the irrigation of sheath. Excessive bubbles were noted in aspiration syringe. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.